Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise oversensing causing inappropriate mode switch. No intervention was performed. Patient condition was unknown.